Manufacturer narrative:
Batch review performed on 15 june 2022 lot 2110050: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
During the primary hip surgery, when the surgeon was implanting the stem, loosening of the stem occurred due to a vertical fracture to the calcar. The fractured part were fixed by cement, and the difference in leg length was adjusted by changing the size of the head, and the surgery was completed successfully.